Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome, constipation, dysfunctional uterine bleeding, venous insufficiency, back pain and mood disorder. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included anxiety, depression, shingles and paratubal cyst. Concomitant products included cetirizine hydrochloride, ibuprofen and melatonin. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("during the first attempt of implementation I had experienced a severe amount of pain/ second try. I still experienced an extreme amount of pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping / lower abdominal pain") and somnolence ("I had a difficult time waking after surgery."). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coil.). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, procedural pain, somnolence and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, menorrhagia, procedural pain, somnolence and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. The left tubal ostium was cannulated and the essure coil was released and 2 coils were visualized. The right tubal ostia was identified, multiple attempts at cannulation were performed. The right fallopian tube could not be cannulated and the procedure was terminated. Most recent follow-up information incorporated above includes: on 4-dec-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping).outcome of the event lower abdominal pain was updated from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included irritable bowel syndrome, constipation, dysfunctional uterine bleeding, venous insufficiency, back pain and mood disorder. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included anxiety, depression, shingles and paratubal cyst. Concomitant products included cetirizine hydrochloride (zyrtec), ibuprofen (advil) and melatonin. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("during the first attempt of implementation I had experienced a severe amount of pain/ second try. I still experienced an extreme amount of pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping") and somnolence ("I had a difficult time waking after surgery."). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coil.). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, abdominal pain lower, procedural pain and somnolence outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, procedural pain and somnolence to be related to essure. The reporter commented: she had need for additional surgery. The left tubal ostium was cannulated and the essure coil was released and 2 coils were visualized. The right tubal ostia was identified, multiple attempts at cannulation were performed. The right fallopian tube could not be cannulated and the procedure was terminated. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information was updated. Events added: during the first attempt of implementation I had experienced a severe amount of pain, difficult time waking after surgery, did not undergo essure confirmation test. Concomitant conditions, concomitant drugs, historical drugs, historical conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.